Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer's blood glucose was 250 mg/dl at the time of the call. Troubleshooting did not find any damage customer's battery compartment. Customer stated the battery compartment was corroded. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self-test and off no power tests. No failed battery alarm was noted. The insulin pump was received with corroded battery tube, cracked case at display window corner and with cracked reservoir tube lip.